Manufacturer narrative:
One 72202468 fast fix 360 curved needle delivery system device was used for treatment but was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were limited without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1) inadvertent twisting triggering deployment ring during removal from packaging. 2) use inconsistent with IFU recommendations. 3) inadvertent twisting or bending of the delivery needle. 4) incomplete needle penetration through meniscus. 5) difficulty with reaching the desired tissue location. 6) entanglement with other instruments or devices. 7) inadequate tissue conditions. Product met specifications upon release to distribution. Complaint history review found regional reports for this lot. Mimb review: assess severity of complaint case to determine if additional action and further inputs are required for inclusion in medical assessment. Determine if a medical assessment would be performed based on a review of the complaint detail and further recommendations from the medical director/designee. Reviewed during mimb. A medical investigation will be performed. Proceed based on information provided/available for the investigation; if no relevant clinical information is provided, recommend closure. Approved by j. Templeton, medical director. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: patient information surgical procedure/post-operative care review device labeling (including technique guides, ifus, etc.) Based on the limited information provided, it cannot be concluded definitively whether the reported meniscus tear is a direct result of using the fast-fix 360 curved ndl delivery sys, it was stated that the patient sustained no further injury no additional clinical assessment is warranted at this time.

Event description:
It was reported that during a meniscal repair surgery the suture cut the meniscus. No delay was reported. Back-up device was available to complete the surgery.

Event description:
It was reported that, during a meniscal repair surgery, the suture cut the meniscus. A back-up device was available to complete the surgery. No delay was reported. The patient outcome is unknown.

Manufacturer narrative:
(B)(6). One fast-fix 360 curved needle delivery system device used for treatment, was returned for evaluation. The complaint stated: "the suture cut the meniscus.¿ t1, t2 and suture were returned separated from the device. The depth limiter was attached and had been retracted. The delivery needle was slightly shifted toward the right. The device cycled and actuated as expected. The suture was found looped and cinched around t1 lengthwise through the ¿v¿. This condition is not optimal for proper anchor fixation behind the meniscus,encouraging it to pull straight back through vs. Flattening behind the tissue. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. Per instructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus to the preset depth or t2 will deploy prematurely. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.